Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance received one device. The visual inspection of the returned product noted:the black sheath joining the two halves of the metal ring was totally disengaged. There were no signs of deformation of black sheath and there were no remnants of black sheath on metal rings. Pmv performed functional testing: no functional testing was performed given observations made in visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when taking the device out during a laparoscopic adrenalectomy procedure, the customer noticed that the product's bag tore. Another product was used in order to complete the case. There was no patient injury involved regarding the event.